Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 3 of 5. The home patient (hp) stated that they disconnected to go to the bathroom and the hc started to alarm se 2240. The hp's roommate pressed "stop." The hc was alarming when the hp got back and nothing happened after they pressed "go." The hp stated that they reconnected. The technical service representative (tsr) assisted with troubleshooting to clear the alarm. The hp ended the therapy and stated that they would finish therapy with manual bags. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. There are directions to maintain aseptic technique when following troubleshooting. Should additional relevant information become available, a supplemental report will be submitted.